Manufacturer narrative:
On 7/22/2019, mentor became aware that the initial report mistakenly reported that the patient code indicated device removal which the device has not been reported removed, and outcomes attributed to adverse event mistakenly selected. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated that date of explantation is on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Swollen lymph node. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel, 375cc silicone breast implants which the left side ruptured after implantation. Patient noticed about 9 months ago swollen lymph nodes. Her left side swelled up. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.